Event description:
Patient contacted dexcom technical support via email on (B)(6) 2014 to report cgm inaccuracy compared to blood glucose meter on (B)(6) 2014. At the time of the call to dexcom technical support, patient did not report any medical intervention or injuries.